Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information has been requested but is still unavailable: it was reported that "this is the same complaint as pc-(B)(4)". Please confirm if one file is for the ambiguous quantities reported or if they are duplicated files. Please confirm if 3 cases of suture breakage occurred during the same patient/procedure? Unk, sales rep is checking the details. If other, how many devices demonstrated the alleged deficiency on each involved patient event? Unk, sales rep is checking the details. Where did the sutures break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? Unk. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When using the product, the suture was broken 3 times in a row. It is unclear whether this is one case, and it is currently confirming in what circumstances the suture was broken 3 times in a row. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information has been requested.